Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer stated that during the trellis case when initiating thrombolytic (t-pa) infusion, complete resistance of infusion happened. Customer stated the infusion lumen seemed to be blocked. Thrombolytic was then given through the aspiration port instead. Case was completed with complete infusion and then aspiration. Customer stated that the catheter also leaked at manifold of ports. Customer states that post trellis, upon inspection of device, when they attempted to infuse through the infusion port the distal balloon inflated while force was given to the infusion port. Upon investigation review it appeared that the catheter shaft broke into two pieces.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.